Manufacturer narrative:
Concomitant medical products: 4968-60 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy for supra ventricular tachycardia (svt) which the cardiac resynchronization therapy defibrillator (crt-d) detected as a ventricular arrhythmia. The crt-d remains in use. No further patient complications have been reported as a result of this event.